Manufacturer narrative:
The customer¿s report of tubing set kinking at the y-connection could not be confirmed due to the product not returned for failure investigation. A photo of the gravity set marked by a red arrow pointing at the tubing to the smartsite inlet port indicates where the customer experienced the kink tubing, however; it does not confirm the reported kinked tubing at the y-connection on the event set. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the during an infusion of normal saline in the ed it was found that the tubing set was kinked at the y-site. The kink was significant enough that it continually occluded the flow to the patient. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the during an infusion of normal saline in the ed it was found that the tubing set was kinked at the y-site. The kink was significant enough that it continually occluded the flow to the patient. The customer further stated that there were no adverse effects caused to the patient from the event.